Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 ipg, implanted: (B)(6) 2018, 429878 lead, implanted: (B)(6) 2018, 5867-3m adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead warning for ra lead impedance trending more toward the lower limit but does not appear to be out of range. The ra lead remains in use. No patient complications have been reported as a result of this event.